Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had one delivered vf episode and 35 aborted episodes. Noise was observed on the egms. Sensing, capture, and pacing lead impedance were all consistent and acceptable. No noise was reproduced with isometric and positional testing. A chest x-ray was normal. The patient will be monitored. A holter/mcot monitor was ordered to see if the device was picking up noise or actual vf.